Event description:
It was reported that there was noise, a possible lead fracture, and the patient had recently received one shock. It was also reported that there was premature battery depletion. The device was explanted and replaced and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device which shows steady impedance trends. Ventricular sensing integrity counter is 145 with 53 of these in less than one day.